Event description:
Caller alleged discrepant inratio results. Results as follows: date (B)(6) 2012, inratio 0.9, doctor's poc (coagucheck) 2.6. Tests were done within 1 hour. Customer is a pt self tester.

Manufacturer narrative:
Investigation pending.